Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's unrelated lead revision procedure on (B)(6) 2022 (manufacturer report number: 1627487-2022-05763), the patient experienced a csf leak. The physician performed a dural repair and the patient did not have any adverse symptoms post-operatively,